Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the low 60s (mg/dl). Customer consumed candy to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed multiple low blood glucose (bg) levels recorded by the continuous glucose monitoring function of the pump during the morning of the event date ((B)(6) 2016). Pump data recorded three bolus request. There were no erratic basal insulin rate adjustments made throughout the day. Just before the first low bg level was recorded, the customer completed the "fill tubing" and "fill cannula" process without going through the cartridge change sequence. If user did not disconnect during fill cannula and fill tubing process, insulin would be delivered and could cause a low bg level. There is no evidence that the insulin pump experienced a malfunction or failure.